Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An or equipment coordinator reported on (B)(6) 2018 that the a3059 mayfield composite series skull clamp failed to lock. The patient was positioned prone for a posterior cervical laminectomy when the problem occurred. The patient was rolled from the surgical table back to a supine position on the stretcher and the faulty clamp was removed. A new head clamp and new skull pins were applied, causing additional pin sites. The surgery was completed however it caused a 30 minute surgery delay due to the product problem.

Manufacturer narrative:
Investigation completed 02/08/2018. Device history record reviewed for product ID a3059, serial # (B)(4) was manufactured on 01/18/2017 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. This device has been service once previously. This complaint was confirmed; the lock would not function properly and the mechanism was disassembled and the knob was found to be fractured in two separate places. This damage is similar in nature with the defect found during engineering test when the skull clamp is dropped on a hard surface, striking the locking knob first.